Event description:
During biomed testing, the device did not detect the attached paddles and inappropriately displayed a "poor pad contact" message. There was no pt involvement in the reported malfunction.